Event description:
The customer contact reported no flow. The tubing set was being used to deliver 5ml of g5 and cancidas, for a duration of one hour, via a gemstar pump. It was reported that after the delivery was started, no flow of solution was noted. It was reported that the tubing set was removed from the gemstar pump and loaded into a second gemstar pump. The customer contact reported that no flow of solution was again noted. It was reported that the medication as delivered to the pt 24 hours later. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.